Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) recorded a red alert due to low pacing impedances out of range on the right ventricular (rv) lead. The patient was referred due to clinic. This crt-p remains in service. No adverse patient effects were reported.